Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber balloon catheter (rx7 mm 4 cm 155) was advanced to the lesion in the superficial femoral artery. Slight resistance was felt while crossing the lesion. An indeflator inflated the balloon. The balloon was inflated and ruptured at three to four atmospheres (atm) during its initial inflation and leakage of contrast media was confirmed. The device was removed from the patient and replaced with another balloon catheter to complete the procedure. A non-cordis guiding catheter had been inserted through the common femoral artery to the lesion using a cross-over approach. The lesion was checked using intravenous ultrasound (ivus) and was described as calcified. The saber balloon catheter had been stored and prepped per the instructions for use (IFU). There were no anomalies detected prior to inserting the device into the patient. There was no patient injury reported. The device has been clinically used and has been discarded; therefore, it will not be returned for analysis.

Manufacturer narrative:
As reported, a 7x40mm 155cm saber rx balloon catheter (bc) was advanced to the lesion in the superficial femoral artery (sfa). Slight resistance was felt while crossing the lesion. An indeflator inflated the balloon. The balloon was inflated and ruptured at three (3) to four (4) atmospheres (atm) during its initial inflation and leakage of contrast media was confirmed. The device was removed from the patient and replaced with another balloon catheter to complete the procedure. There was no patient injury reported. A non-cordis guiding catheter had been inserted through the common femoral artery to the lesion using a cross-over approach. The lesion was checked using intravenous ultrasound (ivus) and was described as calcified. The saber balloon catheter had been stored and prepped per the instructions for use (IFU). There were no anomalies detected prior to inserting the device into the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17619096 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.